Event description:
The reporter stated the surgeon implanted a icm125v4 12.5mm implantable collamer lens in patient's left eye on (B)(6) 2014. The lens was explanted due to low vault with no rotation and loss of bcva on (B)(6) 2014. The lens was exchanged for a toric longer length lens. This resolved the problem.

Manufacturer narrative:
Pt weight: unk. (B)(4). Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Manufacturer narrative:
Method: lens work order search, medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - low vaulting without rotation of the lens was noticed in the post-operative period. The lens was removed and was exchanged for a longer length toric icl. This resolved the problem. After the exchange the patient's ucva is 20/20 (preoperative bcva was 20/20) and the icl vaulting is optimal. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).